Event description:
Information was received from a patient regarding an external device. The reason for call two months ago the patient felt like the ac power supply cord was loose when plugged into the controller. They had to wiggle the cord to get anything to charge but now it was not working at all. About 2 months ago patient started having an issue when plugging the ac power supply into the controller then yesterday the patient plugged the controller into the ac power supply and they could not get the light to come on like it normally did. The green light eventually came on but the controller was not charging. Pt noted they called about this two months ago and was sent a new rtm because pt thought the rtm was not working but they now knew the ac was the issue. During call pt verified no damage to the controller battery controller battery compartment, controller charging port, or to the ac power supply. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. The issue was not resolved. An email was sent to the repair department to replace the ac power supply. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID 97745ac, serial # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section a4 updated per the information received that the patient was weighing 160(lbs.) Pounds at the time event occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the patient was weighing 160(lbs.) Pounds at the time event occurred.